Manufacturer narrative:
The reported events of separation failure, capturing problem and connection problems could not be confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that aright ventricular leadless pacemaker was successfully positioned during implant. However, the device failed to separate from the catheter and the capture threshold increased during the process. The device could not redock onto the catheter for repositioning due to a tether fracture. A new device and catheter were used to complete the procedure. Patient was stable.